Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device was inserted and the rubber seal would not go back into place. The device was leaking. The same device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Unk. If so, did the "noise" prevent insufflation? Unk. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Unk. What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Seal did not go back into place. Was a device inserted in the trocar during the leaking? Unk. If so, what device? Unk. Was any torque being applied to the trocar or device? Unk.